Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the deep brain stimulation (dbs) system replacement procedure for an unknown reason. We completed a good faith effort to obtain additional information, if additional details becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs with all the available information, boston scientific concludes that the cause of the patient undergoing an explant for an unknown reason could not be confirmed. The device was not returned; therefore, device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not been returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is unable to exclude device problem.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the deep brain stimulation (dbs) system replacement procedure for an unknown reason. We completed a good faith effort to obtain additional information, if additional details becomes available, a supplemental report will be submitted.